Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0575 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter leaks( near the outer end of the end), then change another one to complete. No other information was provided.

Event description:
It was reported that the PICC catheter leaks( near the outer end of the end), then change another one to complete. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed between the 35 cm and 36 cm depth markers, approximately 3.8 cm distal to the strain relief. A microscopic observation revealed a diagonal split with somewhat rough edges at the leak site. The interior side of the split was observed to be larger than the exterior side of the split and the corners of the split were observed to be at a shallow angle, suggesting the damage occurred from within the catheter. The surfaces of the split were observed to be rough but even. The location, shape, and physical characteristics of the split observed in the returned catheter suggest the catheter was damaged from within, most-likely by the stiffening stylet during the insertion/manipulation of the catheter. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ and ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ a lot history review (lhr) of redw0575 showed no other similar product complaint(s) from this lot number.